Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 427 mg/dl and other blood glucose value was 269 mg/dl. The customer was treated with insulin drip. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they received insulin flow blocked alarm. Customer had tried all recommended troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).